Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2023 and suture was used. While doing surgery the suture needles had popped. No patient harm.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not confirmed. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Event date: 2023 (not specified but I believe over the weekend of ((B)(6)) these products appeared in her office and she had let me know when I was there on (B)(6) about the suture breaking and gave me the two additional to be sent in for review product code: 8726h qty 2. H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that six packets that pertains to product code were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported via: mw# 2210968-2023-07651. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.